Event description:
The customer reported that the device failed to provide etco2 readings during a patient event. The involved patient died. There is no statement that the customer alleged the device behavior to impact the outcome of the patient.

Manufacturer narrative:
(B)(4). The device was evaluated onsite by a philips field service engineer. The reported symptom could not be reproduced. The device passed all requiring testing and remains at the customer site for use. Philips is unable to verify the reported malfunction.